Manufacturer narrative:
The device was received for evaluation. Visual inspection identified the back flex battery contact pins were fully depressed and unable to rebound as designed. A review of the event history log revealed "improper shutdown!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up at the emergency room. There was no patient involvement. No additional information is available.